Event description:
It was reported that the site wanted to change the patient's Modular Cable due to extensive damage. X-ray images and photos of the Driveline were submitted for review.

Manufacturer narrative:
Section D4: Device Lot Number was not provided, and Expiration Date cannot be determined. The Primary UDI Number in D4 is reflective of all available information.Manufacturer's Investigation Conclusion:The reported event of damage to the Modular Cable was confirmed via the submitted photos. The account submitted two photos of the Modular Cable which captured discoloration on the Inline Connector Bend Relief, Controller Connector Bend Relief, and outer jacket. Tape was observed near the Controller Connector Bend Relief along with damage to the outer jacket. The account also submitted an X-Ray image which contained a portion of the Modular Cable and there were no notable areas of damage observed. The submitted log files were reviewed and did not indicate any issue with the Driveline. The pump operated as intended throughout the log files. Multiple attempts were made to obtain additional information regarding the lot number of the Modular Cable, confirmation of the if the Modular Cable was exchanged, and if any product will be returned; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis.Device History Records could not be reviewed due to the lot number of the HeartMate Modular Cable not being reported.The current revision of the Instructions For Use (IFU) and Patient Handbook can be found on the eIFU page of the Abbott website. The HeartMate 3 LVAS IFU and HeartMate 3 Patient Handbook are currently available. Section 5 of the IFU, entitled ¿Surgical Procedures¿ and Section 6, entitled ¿Patient Care and Management¿ caution user to avoid twists, kinks, or sharp bends in the Driveline.Section F of the IFU, entitled ¿Safety Checklists¿ instructs users to inspect the Driveline for damage daily. The Patient Handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.